Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 290 mg/dl at the time of the incident. The troubleshooting steps were guided for blank display and stated that, the display did not return. The customer stated that, within last hour pump did not turn back on. Customer declined troubleshooting of the high blood glucose due to unable to turn pump on. The customer advised to discontinue the insulin pump and revert to backup plan. The insulin pump will be returned for the analysis.

Manufacturer narrative:
Insulin pump passed displacement test, self-test, off no power test and all operating currents tested within the specific range. Insulin pump was monitored and tested with no blank display noted. Insulin pump was received with corroded battery tube, cracked reservoir tube lip and minor scratches on display window noted.